Manufacturer narrative:
Motor error alarm during rewind due to damaged or broken motor side. Unable to confirm motor position encoder error alarm or perform the displacement test, prime or compromised force sensor system alarm test, occlusion test and no delivery test due to motor error alarm. Device had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error after battery change. The customer¿s blood glucose level was 345 mg/dl at the time of the incident and declined high blood glucose troubleshooting. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.